Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has a partial display. The customer used the recommended battery type and the anomaly persisted after changing the battery. The customer stated that the insulin pump was not bumped or dropped. The self-test was performed and the display had missing segments. Customer's blood glucose value is unknown. The insulin pump would be replaced and the customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a missing segment due to an lcd cracked zebra connector. The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. All operating currents were within specification. The pump was received with a cracked reservoir tube lip.